Event description:
Indication:chronic obstructive pulmonary disease, unspecified. The patient reported needing to replace a cracked cup on their nebulizer, unknown if missed dose or adverse events reported due to cracked cup. Unknown if product is available for return. No further information or details provided. Lot number and expiration date are both unknown.